Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another 7-40/5.3/75 mustang balloon catheter. No patient complications were reported.